Event description:
On (B)(6) 2023, patient underwent robotic gastric sleeve with egd(esophagogastroduodenoscopy). During trocar insertion ethicon trocar cracked in half. Pieces were successfully removed from patient. Patient did not sustain any injury and no other procedural complications. Trocar was returned to manufacturer. "238c38 or 442c97".